Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control was not operating the attached blade properly and it became hot. The blade was not spinning as it should of and the handpiece got real hot. Completed the case with the same device. No delay or patient impact as a result.